Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to replace the xenon lamp. Customer is going to order the xenon lamp. Tac provided the customer instruction manual. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103(lamp light-up error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event. This is report #2 of 2 due to multiple devices involved. Reference report patient identifier (B)(6) for additional report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the e103 error could not be identified. However, it's likely the cause is related to an unspecified abnormality that occurred in the xenon lamp. Olympus will continue to monitor field performance for this device.